Event description:
It was reported that the customer experienced a low blood glucose (bg) level that ranged from 54-60 mg/dl and as a result customer lost consciousness. Suspected cause was due to the customer¿s settings requiring adjustments. Customer was transported by emergency services to the emergency room (ER) and was treated with "fluids" to address low bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Cts assisted the customer in updating basal rate settings and advised checking in with their healthcare provider whenever settings are updated, which the customer understood and acknowledged.